Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient underwent screw insertion and placement at l2-3 with pps, screw insertion at s1 and s2ai by mini-open due to pyogenic spondylitis at l4-5. Post-op, it was found through CT image that the screws on both sides of s1 had deviated into the spinal canal by mistake. Hence on the same day a re-operation was performed emergently, in which screws at s1 were removed. After that, crosslink placement was performed on the cranial side than the screw inserting position of s2ai, and the set screws of s2ai and s1 were reinserted and tightening was performed again. There was a delay of more than 60 min in overall procedure time as a result of this event. Patient complications is unknown at this time.